Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they were gone this weekend and their handset battery had depleted, when they were recharging handset they started experiencing "electrical shocks" down their leg and where ins was implanted. Patient is wondering if there is any way to see if the wire is still connected or if they did something to it. Redirected to hcp. Patient mentioned they had been sitting in a car for 32 hours this weekend. Patient decreased the stimulation, but could still feel "zings". Had patient turn ins off. Patient stated sensation was feeling "better". Patient stated that ins was on the same settings they "always had it on" and that ins has been a "huge game changer" for them in regards to their symptoms. Patient reported that they had felt like they were going to throw up and it was "an odd sensation". The patient was redirected to their healthcare provider to further address the issue. P atient stated their hcp is out of state, physicians listing emailed to patient.